Event description:
A healthcare professional (hcp) reported that the implantable neurostimulator (ins) was not working for the patient and was removed but the wires remain in the patient&#38112;spine. No related patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.